Manufacturer narrative:
Manufacturer's report date: 03/02/2011. (B)(4). The customer's experience of the set breaking at the y connector was confirmed. The root cause of the breaking at the y connector has been identified as a supplier issue related to molding of the y connector.

Event description:
Customer reported this particular set was breaking at the y connector and that this has been an on-going problem in the labor and delivery unit only and that this area delivers a high volume of fluids. The product was on a pt but no pt harm was reported and no medical intervention was required. Although requested, no additional info has been provided.